Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed an itchy rash under the electrodes of the lifevest equipment. The patient reported that the rash may have been caused by their medications. The patient's physician made changes to the patient's medications. Follow up indicated that the skin irritation improved.